Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarms. Customer's blood glucose was unknown at the time of incident. No significant events leading to pump error alarms were observed. Customer also mentioned that the she could not press any buttons at times. No troubleshooting was performed. Customer was advised that the insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Unit was not received in manufacture mode. Unit power up properly after battery installation. Unit was received with operating currents within specification. Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No pump errors noted. Pump error alarm (variable 9) confirmed in the insulin pump history due to software error. The motor was tested outside of device and passed. Unit received with cracked retainer, corroded battery tube and minor scratches on lcd window.